Event description:
The handpiece was returned to the manufacturer for repair with a report of ¿runs slow and rough and will heat up.¿ the issue was identified preoperatively with no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned for evaluation and repair. During repair, a pre-repair temperature check could not be completed because the drill could not run long enough to complete the test. Several components, including the motor, bearings, and nose spindle, were replaced due to corrosion. Based on the repair findings and the repair history, the ¿most likely¿ cause of the reported event is corrosion and wear, due to anticipated use characteristics. The device was repaired, tested to product specifications, and returned to the customer.